Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and healthcare provider (hcp) concerning patient with an implantable neurostimulator (ins). It was reported that post op programming and impedance check showed out of range impedances on # 0. In the operating room, all the impedances were within normal limits. The rep avoided the contact and the issue was resolved. No patient symptoms were reported.